Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: customer returned (37) unused 32gx4mm bd pen needles from lot# 9352100. Consumer reported that her finger got "stuck" during dispensing, she feels the needle length is shorter, needle needed to be "punched" into the skin and much difficulty inserting the needle, and then it got "stuck", requiring more pressure. 30 out of the 37 returned pen needles were tested for visual inspection of point geometry, outer diameter and lube coverage. All 30 tested samples measured within specification. All 30 samples were then tested for flow using a test pen injector: all 30 were able to expel properly. No defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate and had insufficient cannula length during use. The following was reported by the initial reporter: "it was reported that the needle needed to be "punched" into the skin and then the needle got stuck. The consumer is requiring more pressue to dispense the insulin. Also, the consumer feels the needle length is shorter. Verbatim: from phone call on 2020-12-03 16:30:15: consumer reported when inserting the needle into her site (tummy) really needs to push the needle into skin. Denied reuse of needles but feels her skin could be tough. Consumer reported the box says the 2nd gen is shorter. She was using the nano orig. Informed consumer the metal needle is still 4mm. Its the plastic that is shorter and wider and softer with ease of use. Consumer feels the needle length is shorter lot # 9352100. Catalog# 320550. Date of event unknown - in the last 2 weeks. First box of 2nd gen. Sample status awaiting sample. Email received¿2020-12-02 17:04:34. Received second email from consumer. I use the 4mm x 32g pen needles for my lantus solostar insulin pen. Not sure I like these new needles. They seem to need to be "punched" into the skin. What's the difference between the 1st and 2nd generations of pen needle? Do you still offer the 1st generation? Much difficulty inserting the needle, and then it got "stuck", requiring more pressure, and then my finger got "stuck" during dispensing. Thought I was going to have to remove the pen & needle and re-do with smaller amount of insulin."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate and had insufficient cannula length during use. The following was reported by the initial reporter: "it was reported that the needle needed to be "punched" into the skin and then the needle got stuck. The consumer is requiring more pressue to dispense the insulin. Also, the consumer feels the needle length is shorter. Verbatim: from phone call on 2020-12-03 16:30:15: consumer reported when inserting the needle into her site (tummy) really needs to push the needle into skin. Denied reuse of needles but feels her skin could be tough. Consumer reported the box says the 2nd gen is shorter. She was using the nano orig. Informed consumer the metal needle is still 4mm. Its the plastic that is shorter and wider and softer with ease of use. Consumer feels the needle length is shorter lot # 9352100 catalog# 320550 date of event unknown - in the last 2 weeks. First box of 2nd gen sample status awaiting sample email received¿2020-12-02 17:04:34 received second email from consumer I use the 4mm x 32g pen needles for my lantus solostar insulin pen. Not sure I like these new needles. They seem to need to be "punched" into the skin. What's the difference between the 1st and 2nd generations of pen needle? Do you still offer the 1st generation? Much difficulty inserting the needle, and then it got "stuck", requiring more pressure, and then my finger got "stuck" during dispensing. Thought I was going to have to remove the pen & needle and re-do with smaller amount of insulin."